Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Device is not expected to be returned for manufacturer review/investigation. Concomitant devices reported: helical blade: (part number 04.038.315s, lot number 7953069, quantity 1), locking screw (part number 04.005.530, lot number unknown, quantity 1) device history records review was conducted. The report indicates that the: manufacturing location: (B)(4). Manufacturing date: 20-mar-2015, expiration date: 31-jan-2025, part #: 04.037.142s, lot#: 7928945 (sterile) - 11mm/130 deg ti cann tfna 170mm - sterile. Quantity 5. Inspection sheet for in process/inspect dimensional/final ns063042 rev: e met inspection acceptance criteria. Component parts reviewed: 04.037.912.2 - lock prong 130 degree, tfna bp-55 lot - 9218988 & 9228854, 04.037.912.4 - wave spring, shim ended bp-55 lot - 7722153, 04.037.912.3 - tfna lock drive bp-58 lot - 7818886, 21127 - raw material lot bp-80 lot - 7420591. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Scn no: 11118, ¿sterility documentation was reviewed and determined to be conforming.¿ product was not returned. The device history review revealed no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No further investigation is possible. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was returned to surgery on (B)(6) 2017 for revision due to helical blade migration. During the revision, the extractor was attached to the nail and the locking mechanism was backed off. The helical blade and distal 5.0mm locking screw were removed. Surgeon then manually pulled on the extractor and only the proximal portion of the nail was extracted, leaving the distal portion of the nail in the femoral canal. The nail was broken from the helical blade hole down. The helical blade & screw coupling screw was then inserted down into the femoral shaft and threaded into the distal portion of the nail. Once threaded, surgeon was able to gently back slap the coupling screw and remove the remainder of the nail. When all hardware was removed, patient was revised to a hemiarthroplasty. Surgery was completed successfully with a delay of approximately 10 minutes. This complaint addresses the broken nail. The revision due to helical blade migration is addressed in (B)(4). This complaint is for 1 device concomitant devices reported: helical blade: (part number 04.038.315s, lot number 7953069, quantity 1), locking screw (part number 04.005.530, lot number unknown, quantity 1). This report is 1 of 1 for (B)(4).